Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient said they had their device reprogrammed "probably about 3 weeks ago". Patient said they met with a representative at the doctor's office and the representative programmed the device and it is working, but they left it to where they could feel the vibration in their legs all the way down to their feet and now it is too much. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided phone number. Patient did not know who their representative was.